Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)printer wasn¿t printing. ICU rn, called for assistance with a printer wasn¿t printing patient data and numbers . The rn was instructed to reboot the console which resolved the issue. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: (B)(6) tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit printer wasn¿t printing patient data and numbers on a cardiosave during use on patient. No patient injury or harm was reported. A getinge field service engineer (fse) evaluated the device and was not able to duplicate the issue and found issue related to battery not charging. Fse checked logs and no issues found and noticed unit was not seated all the way in the cart and was not charging, fse then performed all safety and performance checks and unit was cleared for clinical use.